Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2013, it was reported that on (B)(6) 2013 the patient's blood glucose level was 506 mg/dl and the patient was taken to the hospital. On the day of the event, the patient's blood glucose level was 300mg/dl at 7:00am and it measured hi at 5:00pm and 6:00pm. The patient's parents were unsuccessful at lowering the patient's blood glucose level via the infusion device. At 7:00pm the patient's blood glucose level at the hospital was 506 mg/dl. The patient was treated with an insulin perfusor. The patient was diagnosed with diabetic ketoacidoses. The patient's parents found that the cannula that the patient had been using was bent. The diabetes counselor thinks the device should have displayed e4 (occlusion error) and failed to do so. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The occlusion limits were tested successfully, the product meets the specification regarding the customer's allegation. The problem mentioned by the customer could not be reproduced.